Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 12atm each within 10 seconds. However, at second inflation, it was noted that the balloon ruptured in a shape of a pinhole distal part of the balloon catheter. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.